Event description:
It was reported that during a neurological stent implantation using the neuroform atlas, there was thrombosis associated with a lack of apposition. The distal section of the pipeline vantage with shield technology failed to open, and microthrombi formation was observed. The stent lost its position at the distal level, becoming crossed. Tirofiban was used to prevent injury, and a neurological stent was implanted to address the apposition issue. Dual antiplatelet treatment was administered, with a platelet reactivity unit level of 84. The angiographic result post-procedure showed good apposition, and the patient was without injury. The pipeline was not removed and remains in service. Ancillary devices: sheath 8 fr, guide catheter neuron max, microcatheter phenom 27, lot 228916926, guidewire avigo, lot b625622, other device(s) used phenom plus lot 228282891.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient recovered from the thrombosis, it was only temporary.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was no friction or difficulty during delivery or positioning. The pipeline was implanted at the intended location. The tip of the catheter did not move during deployment. An atlas neurological stent had to be placed.